Event description:
Inbound. Husband reported 2 treprostinil cassettes did not work and pump alarmed no disposable at the time the cassette was attached to start infusion. Stated lot number is 4189939. No further details provided.